Manufacturer narrative:
Product complaint # (B)(4). Device was not returned for evaluation. A review of the device history record could not be performed as the lot number is unknown. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. As no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This was a t10-pelvis revision spine surgery where the patient had an expedium 8x80 si screw at s2. The surgeon took out the existing 8x80 screw and revised with new larger diameter expedium 9x80 screw. During insertion of the 9x80 screw the tip of the si polyaxial driver (2797-12-400) broke off into the screw/driver interface. With no driver to engage the screw the surgeon attempted to insert the screw further utilizing an instrument that goes over the head of the screw and has a built in rod to engage the polyaxial head. He then placed a set screw through the cannula of the instrument to lock the instrument to the screw allowing him to advance the screw. During this advancement the head of the 9x80 screw broke off. The surgeon ended up leaving the broken screw in the patient. Additional information from sales rep: the reason for the revision was the pt had some infection going on and the surgeon wanted to wash out the wound, send cultures for lab testing and replace all screws. Patient consequence?: no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.